Event description:
Cataract surgery with intraocular lens implant was performed in 2006. The targeted refraction was -2.75. The actual refraction following initial surgery was - 1.75 or -1.25 (clarification has been requested). The patient's best corrected visual acuity was 1.0 [20/20]. The patient was not satisfied with his outcome because he still had to wear glasses. The implanting surgeon reports the lens was explanted and replaced in 2007, at the patient's insistence. According to the surgeon, there was no reason to explant the lens. According to the implanting surgeon, it is possible that the nurse may have handed out the wrong lens during the initial surgery. No additional information is anticipated.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints have been received for this lot number. Additional information was requested 04/03/2007. Add'l info was received 04/05/2007.